Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood gas flows) and the results are as follows. 173 mmhg blood side pressure drop. The reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cardiopulmonary bypass (cpb) using a fusion oxygenator, there was a pressure drop in the arterial line and a drop in arterial flow despite an increase in revolutions per minute. The mean arterial pressure was recorded at 28 mmhg for three minutes. Probable membrane thrombosis was suspected. The cpb was stopped, and the circuit was changed. Near-infrared spectroscopy (nirs) monitoring showed a minimum drop to 48, with a reference value of 60. There was a requirement for increased norepinephrine and additional volume filling. The batch of platelets was changed, and another machine was used. A new cpb circuit with a different membrane was initiated. Activated clotting time (act) measurements were performed at multiple time points, and a heparin level was obtained, which indicated no anticoagulant level problem. Pupils were noted to be symmetrical, constricted, and bilaterally reactive. Early awakening occurred in intensive care, and a computed tomography scan was considered. No patient complications have been reported as a result of this event. Medtronic received additional information that there was a sudden decrease in pressure post-cardiotomy with a drop in flow. Despite an increase in rpm, there was no increase in flow. Isofundin was used. The patient had not previously received heparin or another anticoagulant treatment except for heparin just before cpb. The following medication was administered; ufh choay 29000 iu. The temperature of the arterial and venous oxygenator lines was 36 degrees celsius for both lines. There was no air entering the cardiotomy venous reservoir (cvr). The venous flow was not measured; the theoretical arterial flow was reached after one minute but dropped after one minute. A centrifugal pump was used. The blood was not the sequestered in the cell saver before returning to the cvr. The level in the cvr was 1000ml. Medtronic received additional information that this may not be a heparin problem because suddenly, as soon as this starts a high-pressure excursion (hpe) occurs.